Manufacturer narrative:
The device was received by resmed and an evaluation was performed. Review of the device data logs confirmed the reported problem and revealed the device displayed an associated error message (sf101) related to pressure measurement. The reported problem could not be reproduced during evaluation. The device was calibrated to address the reported problem. The device was serviced, cleaned and tested before it was returned to the customer. Resmed reference #: (B)(4).

Event description:
It was reported to resmed an astral device was inoperable. There was no patient harm or serious injury reported as a result of this incident.